Event description:
Same case as 2134265-2013-01266. It was reported that during device preparation for a rotational atherectomy procedure, a wire fracture occurred. The lesion was 90% stenotic with moderate tortuosity. Successful completion of rotational atherectomy with a 1.5 mm rotalink plus burr catheter over a rotawire guide wire was performed. The 1.5 mm rotlink plus was removed and a 2.0 mm rotalink plus catheter was loaded on the guide wire. During the platform testing, the rotawire guide wire was fractured, and then removed from the body. A new rotawire guide wire was advanced across the lesion, but the same 2.0 mm rotalink plus burr was unable to be loaded onto the guide wire. A 1.75 mm rotalink plus was then advanced across the guide wire to complete the procedure. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).